Event description:
A surgeon reports that after inserting a lens during intraocular lens (iol) surgery, it was noted that part of the optic was torn. The incision was widened to facilitate removal of the lens. Add'l info has been requested.